Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative calibrated the collimator leaves. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the imaging system was booted up, it displayed that the system needed to be re-homed. The system was re-homed, but it would not boot and ¿initializing collimator¿ was displayed. The system was re-booted, but the site reported that the system did not sound right. There was no patient involvement.